Event description:
Pt attempted to remove pm014 at home; while pulling catheter out it broke off in pt, 2.5cm soaker catheter. It is possibly still in the pt. X-ray shows no foreign body in knee, surgeon is questioning radio-opaque claim. Has x-rayed several pts since and sees no catheter.